Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that p-wave oversensing was observed during review of an atrial fibrillation episode. The patient was showing stroke symptoms around the time of the episode. Partial loss of electrode contact was also noted resulting in noise oversensing. Programming changes were discussed.